Event description:
Biomed reported nexium infused in 2 hours instead of 10 hours. No patient harm or medical intervention required. Although requested, no additional patient or event information was provided. Manufacturer's report number: 2016493-2011-00441. (B)(4).

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. This report was filed by the manufacturer. Although requested, the device has not been received for investigation. A follow up report will be submitted once the device has been received and an investigation has been completed.